Manufacturer narrative:
Qc and sample data were not provided. A field service engineer (fse) was dispatched to the customer lab in 2007: the fse discovered torn dispense probe tubing and a flood in the wash wheel. The fse replaced dispense probe and cleaned the wash wheel and performed system check, foam/no foam, lumwash son, and qc which all met specifications. The fse verified that the instrument is operating within specifications. A clear root cause has not been determined in this event. Based on the data provided, hardware issues may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result for four (4) pt samples that were generated by the unicel dxi 800 access instrument. Erroneous results were obtained and reported outside the lab. The results repeated within range on a different instrument. One pt was admitted to the hospital for observation. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.